Event description:
Captiva spine distributor representative contacted captiva to indicate that smartlox plate and screws had been removed during a revision surgery. Patient was asymptomatic, revision surgery was completed and all hardware removed on (B)(6) 2016. The distributor representative provided x-ray images from the patient showing a broken screw. It was noted in the x-ray that there was only one screw used in the superior and inferior portion of the 2-level plate (the cervical plate construct is intended to have two screws per level as noted in the illustrated surgical technique). There is no further information available at this time.